Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 57 mg/dl. Customer had treated their low blood glucose with manual injections and sugar blocks. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to corroded keypad traces. No button error alarm was noted. The functional tests could not be performed due to the unresponsive buttons. The insulin pump was received with a cracked case at the display window corners, cracked display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)